Manufacturer narrative:
Additional, changed, and/or corrected data: a2 a4 b3 b5 b6 d1 d2a d2b d4 d9 g2 g4 h3 h4 h6. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: the device related to the reported event of capsular contracture, gel bleed, lump/nodule and granuloma was received on oct 31, 2024, with lot number 2362027. Based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. ¿ lump/nodule: unable to observe since it is a medical event and is not related to the device. ¿ granuloma: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, opening, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Event of "nodules under right armpit" is not device related. Physician reported "siliconoma on the thorax wall", "gel bleed", and ¿capsular contracture baker grade ii¿ diagnosed via us/MRI. The device has been explanted and replaced.

Event description:
Patient reported right side rupture. Healthcare professional later reported siliconoma on the thorax wall and gel bleed, as well as capsular contracture baker grade ii, diagnosed by ultrasound and MRI. Healthcare professional confirmed rupture. Unreporting gel leak. The device has been explanted and replaced with another manufacturer's device.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Patient reported right side "rupture" and "nodules under right armpit." Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.